Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the power control board. The system is now operating as intended.